Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non malignant pain. It was reported that the patient asked for an adjustment. The patient reported she did not need the stimulation on her legs anymore because she had knee surgery, she wants to have stimulation in the back. The patient reported after having knee surgery, she turned therapy on and it "shocked" her and it was uncomfortable in her legs. No further patient symptoms or complications were reported in this event.